Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. The pcu event log shows that prior to the reported event the device was infusing fentanyl 1000 mcg/100 ml at a rate of 10 ml/hr. At 5:03 am on (B)(6) 2017, the rate was changed to 5 ml/hr, which made the dose 50 mcg/hr. At 5:07 am the module was channeled off, and at 5:24 am the infusion was restored and restarted at 5 ml/hr. At 6:35 the infusion was paused and at 6:44 am the device was channeled off. The volume recorded as being infused during between 5:01 am and 6:35 am was 6.476 ml. The starting volume of the fluid container cannot be determined through device logs. Functional testing found the pump module to be delivering fluid within specification. The disposable set was not returned for investigation. The root cause of the overinfusion was not identified.

Event description:
The customer reported that fentanyl (sublimaze) 1,000 mcg/100 ml was to be started at 12.5 mcg/hour with orders to titrate the dose between 12.5-150 mcg/hr (1.3-15 ml/hr) if needed: after 4 boluses given or total of 100 mcg given within 30 minutes, the infusion could be increased by 25 mcg within 30 minutes based on cpot/nrs (critical care pain observation tool/numeric rating scale). At 0500 a new 100 ml bag was hung and infusing at 50 mcg/hr. At 0635 the pump alarmed for air in line, the bag was found to be empty, and the pump indicated there was a remaining vtbi of 73.1 ml. At 0640, the trauma team was notified and the patient was intubated and breathing over the ventilator. There is no report of lasting patient harm as a result of the event.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "alaris pump infused; 100ml bag fentanyl over 2 hr period. Pump was programmed to infuse at 50 mcg/hr. On (B)(6)2017, 0500, new fentanyl bag hung/documented in (B)(6), alaris pump programmed to infuse at 50mcg/hr. (Total 100ml). In (B)(6) 2017 at 0635, pump alarmed "air in line". Upon inspection, rn found bag was dry, pump indicated remaining vol 73.1ml. On (B)(6) 2017 @ 0640, trauma pa notified, pt had pre-existing et in placed in vent support. Pt was found to be breathing over vent, good volume. Date of use (B)(4)2017. Ref u/f # (B)(4)"